Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the surgeon side console (ssc) master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint and performed failure analysis (fa). In lighthouse, the 23062 error was found indicating a failure on the wrist yaw, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed on an in-house system and driven with in-house instruments. No issues were observed and the unit passed system test. The mtm was placed on system functional test procedure (sftp) and passed the fitness test. A one-hour slow-speed sine cycle on the wrist yaw axis was performed and passed. As a result of this investigation, failure analysis concluded that the wrist yaw motor and the slipring were found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported a potential problem with the hand control message on their system, as well as error 32062. The tse had the csr perform a hard power cycle and reseat the fiber connections, which cleared the error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed robotically using the same console. However, because of the problem with the master tool manipulator (mtm) left, the procedure was completed using only the mtm right.